Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) observed "beltslip" error message. Replacement of the kollmorgen motor with lab use only kollmorgen motor restored the roller pump functionality determining the user facility kollmorgen motor is defective. The pst removed cover and performed drive belt inspection and observed drive belt to be clean / damage free and tension nut properly adjusted. He removed motor encoder cover and performed inspection and observed motor encoder wheel and reader to be clean and damage free. The pst disconnected and inspected motor cable with no anomalies observed. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, there was a "belt slip" error and roller pump was making a loud noise. The roller pump still functions. This occurred duing a trial run with students. There was no patient involvement.